Manufacturer narrative:
(B)(4). Device has not been returned to manufacturer.

Event description:
It was reported that unknown locator abutment fractured in the patients mouth. The screw has been fully retrieved with no damage to the implant. Implant xiitp5413.

Manufacturer narrative:
The device was not returned for evaluation. The supplier (zest dental) was notified of the event, as the supplier is responsible for performing an investigation. The item number and lot number are unknown. Without the return of the product, the device malfunction cannot be verified. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.